Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post traumatic neuralgia. It was reported that the patient had turned the implantable neurostimulator off for foot surgery and then tried turning the implant on, on (B)(6) 2018. The patient is not feeling stimulation on her right arm and thinks that the implant is not working. The patient has tried replacing the battery in the patient programmer as a troubleshooting method. The patient was able to communicate with the implantable neurostimulator and it was showing stimulation on. The patient programmer was showing that all the green lights came on. The implantable neurostimulator battery icon was showing orange and the patient was stating that the patient programmer keeps showing the patient programmer battery needs to be replaced; however, after the patient spoke with the repair department, it was determined that the patient programmer was functioning as intended, and there were no issues noted. The patient was able to adjust the stimulation and she was able to feel some stimulation on the right arm, but not much. The patient was redirected to her health care provider for the issue with the stimulation. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information form patient was received. When asked what steps were taken to resolve the loss of stimulation going to your right arm and implant was not working since foot surgery, patient stated replacing stimulator. There were no further complications reported.